Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The issue reported by the customer could not be duplicated. A visual inspection of the mean panel meter showed physical damage to two areas on the display. Using a known good top level unit this display was installed into it and after a successful circuit calibration no jump or erratic changes in the mean pressure on this display was found. The span calibration is off by 1cmh20, however no fluctuations were found.

Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. "Limit knob" is checked and it is working. Verified that the cap diaphrams were in good condition and the circuit had no open orifices. Tapped the map panel meter and the pressure immediately shoot up to around 47cmh2o. Replaced the panel meter and completed the following verifications: airway pressure monitor transducer, pneumatic check and/or adjustment, alarm function test, driver displacement indicator, adjustment driver controller adjustment, pulse width modulator (pwm) adjustment. The unit is operating with in specification and can be returned to use.

Event description:
The customer reported to vyaire medical that the 3100a ventilator could not set the mean airway pressure on their preferred settings. The customer confirmed that there is no patient involvement.